Event description:
The customer reported the system boots up with a no settle error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable and the image processor. System operates as intended. (B) (4).